Manufacturer narrative:
A ge rep evaluated the system and replaced the fru-emc filter board. The system operates as intended.

Event description:
The customer reported the system would not boot up and had a burning smell. No pt injury was reported.